Event description:
The customer contacted stryker to report that their device powered off by itself multiple times during a patient event. Thereafter, the device would no longer power on. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome.

Manufacturer narrative:
Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off by itself multiple times during a patient event. Thereafter, the device would no longer power on. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome.

Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. Stryker downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the electronic records from the device, the unexpected loss of power is likely due to a failure of the ac power adapter accessory. However, a conclusive cause of the reported issue could not be determined.